Manufacturer narrative:
Additional information was received from the affiliate stating the suspect positive bi was a non-asp bi. Therefore, this complaint is no longer deemed reportable.

Manufacturer narrative:
(B)(4). Suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad®100's cycle. It is unknown if the affected load was reprocessed or reused on patients, however, there was no report of infection, injury or harm to patient(s) associated with this issue. Asp will continue to follow up for additional information. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.